Event description:
Per varian software engineering: when loading a plan from aria, it is possible, treatment may not correctly select the planned 45 or 60 degree external wedge that matches the specified energy on a (B) (4) saturne linac.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury, since the effect is not very detectable, and could result in a dose error of about 15%. Note that there are no users affected by this error in the USA - the malfunction is in a product which is marketed in the USA, but only affects users who have the (B) (4) saturne model linear accelerator, which is installed only in (B) (4). Additional f/u to this MDR is expected upon completion of the investigation.